Manufacturer narrative:
Concomitant medical products: product ID 977a260. Serial# (B)(4). Implanted: (B)(6) 2022. Product type: lead. Product ID 977a260. Serial# (B)(4). Implanted: (B)(6) 2022. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-aug-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and health care provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a possible infection.  Maybe the stitch has become loose and causing the redness and pain for pt. The surgeon opened the site and irrigated it with antibiotics and close the incision back up. Leads and battery site are not infected according to the md. The issue was resolved at the time of the report.